Event description:
During product analysis (pa) for a returned generator received after shipped to an alternate manufacturer in error, it was noted the generator had an impedance change from normal to high. Since the explant date of this generator is unknown, it cannot be confirmed whether this was true high impedance seen on the device or related to the explant procedure. There were no other recorded high impedance events. There were no anomalies noted with the generator per pa. Lead pa was completed and reviewed. High impedance was seen per the generator data however the allegations of lead fracture were not confirmed. The condition of the lead portion returned is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the setscrew marks observed near the end of the connector pin indicating that the lead had not been fully inserted into the cavity of the generator at one time. X-rays images of the received generator and lead together however suggest the canted spring was making a good electrical connection with the lead's connector ring. Continuity checks of the returned lead portion were performed and no discontinuities were identified in the returned portion of the device which may have contributed to the lead fracture/high impedance allegations. Note that since the majority of the lead assembly (body) including the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.